Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an extraction bolt broke during the revision surgery of a non-synthes device. As surgeon was removing screws from the construct, the device broke at the tip. There was no delay in surgery another device was used to completed the procedure this is report 1 of 1 for (B)(4).